Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to bent pins on a connector on the main board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately displayed a plug in cable message. Complainant did not indicate that there was any patient involvement in the reported malfunction.